Event description:
The pacemaker emitted intraoperatively under magnet placement: only 3-5 stimuli out of 10. Consequently, the lead was reconnected several times and the magnet applied without changing the behavior.

Event description:
The pacemaker emitted intraoperatively under magnet placement only 3-5 stimuli out of 10. Consequently, the lead was reconnected several times and the magnet applied without changing the behaviour.